Manufacturer narrative:
Initial report sent: 12/20/2007

Event description:
Procedure type: unk patient gender: unk according to the reporter: after the device was inserted into the abdomen and balloon was inflated. The clasp on the foam collar "sheared off" on closing and securing it in place. Another device was used to complete the procedure. There was no patient injury reported.